Event description:
It was reported that the pump was set to deliver nitro at a rate of 5ml/hr. Approximately 1/2 hour later the pump was found to be running at 50 ml/hr. There was no resultant pt complication.

Manufacturer narrative:
The pump was returned and visual and functional testing was performed. The pump was found to meet all manufacturer's specifications. The MFR was unable to determine root cause of the reported rate change. The MFR attempted to obtain pt info, however, the info was not available.